Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device didn't work and the system looked broken. According to the report, the valve was replaced with another valve because the device was found not to work.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Updated device information: it was later reported that there was no flow entering the proximal end of the valve. (B)(4).